Event description:
It was reported that during a lobectomy procedure, when the device was used for the bronchial tube, staples were unformed at the 6th firing. No reinforcement was used. Add'l suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.